Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the device is not helping with their peeing and pooping (event date: 4 months ago). Patient has tried increasing stim and that didn't help. Reviewed option to switch programs. A gent guided patient through switching programs and making stimulation adjustments. Patient successfully made adjustments and will continue to track symptoms and follow up with hcp if needed. Patient stated they have a follow-up appointment in a couple of weeks for their 6 month follow-up. Patient also stated that their implant has moved (event date: beginning of april), patient stated that it used to be firm in their skin but its not anymore and it moves all over the place. Agent redirected patient to hcp. Patient mentioned they have had a couple of mris.